Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/17/2016 with the following findings: the battery compartment was observed to be cracked. The pump booted to the verify screen with vibratory and audible features. An ezprime sequence and 24hour duration test were successfully completed and the total daily doses added up correctly. The pump completed a delivery accuracy test and was found to be delivering within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.